Event description:
It was reported that at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover was torn and fell into the patient's duodenum. The clinician went back in to retrieve the distal end cover. There was no serious injury or harm to the patient reported. The procedure was completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely there was a component failure that led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer.

Event description:
It was additionally reported that the device was ripped down the middle. It was retrieved with rat tooth forceps. The patient was discharged in stable condition.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in b5 and correction in h6. Olympus will continue to monitor field performance for this device.